Event description:
It was reported that during a laparoscopic-assisted distal gastrectomy procedure, the tissue pad was damaged soon. As the tissue pad was not detached off, no piece had fallen into the pt's body. The doctor commented that the device did not activated without tissue. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.